Manufacturer narrative:
(B) (4). The ge service representative could not duplicate the problem. He checked the cables for broken wires and checked the shutter collimator for a loose blade. No problems were found.

Event description:
The customer reported that during a case she changed orientation of the c form pa to lateral and the lower half of the image was black and the upper half was viewable with anatomy in it. When the c was raised, the dark portion of the image lowered until it was out of field. When I was lowered back, the dark portion came up and filled the screen. She though it was something blocking the beam but the surgeon is sure nothing was there. They replaced the system with another one to complete the case.